Event description:
It was reported that the device had an error code. No patient injury was reported.

Manufacturer narrative:
Unique identifier (UDI) is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals and physical condition were all intact upon receipt. Error code was found in the ehl (event history log). The customer reported problem was not duplicated during the investigation however, when the pump was powered on a code was displayed confirming that an error had occurred. The root cause of the reported event is unknown however, possible root cause could include a defective main board, gear motor or optical switch. Preventively replace the main board, gear motor and optical switch. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: g5: premarket 510k number: k982838